Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a micro-stent implant procedure, he believes he was applying excessive pressure too far below the scleral spur which resulted in an iris root tear at the site at which the pressure was applied with secondary hyphema. The surgeon states angle anatomy was unusual. The iris tear was approximately 0.5mm in length and the hyphema caused temporary loss of vision in the immediate post-operative period to hand movements. Visual acuity has improved with hyphema resolving. The stent was not implanted.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of iris root tear and secondary; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that intraoperative iris injury, hyphema, and difficulty with stent implantation are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).